Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in USA of peritonitis, gallbladder stones, and pancreas inflamed in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. On an unreported date, the patient was treated (details not reported) for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient experienced gallbladder stones. On an unreported date, the patient went to hospital for an inflamed pancreas (onset date not reported). The patient stated that the gallbladder stones may have inflamed the pancreas. Treatment was not reported. The patient was recovering from this peritonitis event. Medical assessment has determined this to be a reportable serious injury.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h11k17157. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.